Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. A getinge field service engineer (fse) evaluated the unit, but was unable to verify the reported malfunction. The fse observed a saline contamination to the pim and safety disk. The fse replaced the pneumatic module assembly and the safety disk. (According to the fse, the original safety disk in the pim had been previously used in another preventive maintenance.) 30psi transducers were calibrated. The fse performed a complete preventive maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing department(fat) inspected a patient interface module associated with this complaint and observed a white residue on the base of the pim. Based in past experience this residue is consistent with saline. Due to the damage caused by the residue and the risk it poses this part cannot be investigated any further by the fat department. Retaining the patient interface module in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a problem that was not verified. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.